Event description:
Three month post index procedure, the pt had evidence of myocardial infarction (mi), which was lateral with q-wave and was thrombosed with streptokinase at another center. The pt had coronary angiography, which revealed pt lad stent with ostial stenosis of large diagonal 1 and lcx. Patient also had calcified aortic stenosis moderate with ava=1.06cm. The pt underwent aortic valve replacement and coronary artery bypasses (CABG) to diagonal one and obtuse marginal branches. Peri-stent restenosis pattern (5 mm) none. Index procedure: this male pt with single vessel disease mid left anterior descenting artery (lad) , with history of hypertension, stable angina pectoris, myocardial infarction (mi), 99% stenosis, de novo, smooth, concentric, type "c". The lesion was pre-dilated using a 2x20 balloon at 10 atm. A cypher select plus stent was deployed at 16 atm with insufficient flow. The stent was post dilated using a 18 x 3 balloon at 12 atm. The pt was discharged two days later.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.